Event description:
The advocate stated his wife had an insulin reaction. She was unconscious, he tested her blood glucose at approximately 1:30am with the contour next ez, and the reading was 39mg/dl. He gave her glucose tablets. He retested her and the reading was 170mg/dl but was still unconscious. The paramedics were called and when they retested the customer the reading was 43mg/dl. She was given an IV and then was able to eat a sandwich. The following morning the advocate tested her blood on the contour next ez. The reading was in the 60s. He retested her with the contour and the reading was 98mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The test strips were expected to be returned for evaluation. New meter and strips were sent to the customer.